Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 286 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.